Event description:
During procedure, while the surgeon was working on the proximal colon, he noted that the stapler misfired. The stapler was removed from the field, and replaced with a new stapler that worked without issue. It is unknown whether the new device was of the same or different lot number.